Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a balloon rupture occurred. The lesion was located in the common bile duct (cbd). The extractor rx 12mm x 15mm retrieval balloon was advanced to the cbd, however, the balloon "popped" on an unspecified inflation to unknown atms. The device was removed and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".